Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type lead; product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger; product ID, 37742 lot# serial# (B)(4), implanted: explanted: product type programmer, patient; product ID, 3708120 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension; product ID, 3708120 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension. (B)(4).

Event description:
It was reported that the patient had their paddle lead replaced. No further information was provided pertaining to this event. It was also noted that the patient had had many surgeries to replace leads. Additional information had been requested, but was not available as of the date of this report.